Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had damaged components from heat and smoke. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 21-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not alleged on this back to stock unit. Upon triage on (B)(6) 2017 the service tech found the unit had damaged components from heat and smoke.